Event description:
It was reported that the patient developed a pocket infection and a high capture threshold was noted on the rv lead. The rv lead was capped and replaced on (B)(6) 2017. The patient was stable during and after procedure.